Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press, requiring multiple attempts to activate the pump screen. There was no adverse impact on the customer's blood glucose level. Technical support advised the customer to use a specific technique to press the button and assisted with removing the pump from its case, but the issue persisted. Consequently, the pump was replaced, and the customer was informed about the replacement. The replacement pump ensured insulin delivery was not interrupted, and the pump was within warranty.